Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to excessive brightness leading to the failure of the diaphragm. However, the root cause could not be identified, hence, the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the xenon light source exhibited excess thermal paste on bulb connection terminals, missing screws and washers for installation of bulb and diaphragm failure. There were no reports of patient involvement.